Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency room with elevated lactate dehydrogenase (ldh) of 2000 u/l. No pump power elevations were seen; however the patient¿s plasma free hemoglobin and ldh were elevated. Brain natriuretic peptide (bnp) was elevated. Ramp echocardiogram was performed after unspecified medical management, and appeared to be normal. The patient was started on heparin and integrilin infusions and was being monitored. No additional information provided.